Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2017 and mesh was implanted. Since the implantation, the patient has non-stop pains very disabling and difficult to bear. Burning sensation deep tightness of the left gluteal. Sacroilliac muscles and psoas muscles constantly pulled, pain, heaviness and tightness in the stomach. Urinate every 2 hours, awake several times at night to urinate with sensation that the bladder does not completely empty, 7 years of pain, wandering, medical fatigue. No more sport as before. The patient has to "calculate". No further information is available.